Event description:
It was reported that several holes in the film and one dead insect were found in the sealed package during the labeling process.

Manufacturer narrative:
(B)(4). Insect. One sales unit carton was received with six sealed packages. One sales unit with six individual packages was received. The sales unit carton was in good condition. Each of the individual packages was visually examined. Analysis confirmed that two of the packages had holes in them and one of these had a dead beetle larva insect inside. Two other packages had small damage that was likely caused by the insect, but did not break the sterile barrier. Two packages were found with no defects. An in depth investigations into this issue was conducted and determined the entry of the beetle larvae into the products probably occurred after the product departed from packaging site there are no indications the product in question was affected during the manufacturing processes.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.